Event description:
An 82-yr-old with gastric polyps underwent endoscopy under conscious sedation. Multiple polyps. Md used disposable overtube, warmed over dilator. Md encountered mild resistance, but excessive force not used. Did biopsy and removed polyp. Three to four hrs post procedure, pt unbomfortable with flank pain, abdominal distension. Pt admitted. Pt subsequently taken to or with 5 mm hypopharynx tear.